Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (erbe). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (erbe) for failure analysis investigation. The unit was analyzed and was found to have a reproduced on erbe connected to system. Remotefe (25913 c-34 errors 2/25/2025) confirming the fault occurred in the field. Visual inspection:(the unit has no significant scratches or dents. The front bezel is in decent condition.) (C-34 error occurred during start-up and c-30 mono energy activation. C-84 error occurred during bipolar coag) erbe unit that was placed on a system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) the monopolar issues, cut works but coag does not. They connected the covidien activation cable to a covidien generator and plugged it into the vision side cart and would use this to complete cases today. There was no troubleshooting on the vio integrated electrosurgical unit (erbe) as the customer had the covidien already connected and wanted to get going with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the blue cord adapter was used with the coviden bovie/energy, the first time the issue began. The next day, as the site anticipated the same issue, they had the coviden bovie with the blue cord adapter in place. However, in that particular room it was a struggle to maintain a safe working environment due to limited workspace and limited outlet access. It was believed that was when the clinical sales representative called and reported the issue to be fixed as soon as possible.